Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had a kinked tubing several times and the infusion site came off a few times. The event occurred during setup prior to patient use and there was no patient injury.